Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed to meet the acceptance criteria. There is a crack in the front of the enclosure and a foot is missing. There was no harm or injury reported. No medical intervention was specified. Per a review of the downloaded error log the internal battery has permanently failed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunctions. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to meet the acceptance criteria. There is a crack in the front of the enclosure and a foot is missing. There was no harm or injury reported. No medical intervention was specified. Per a review of the downloaded error log the internal battery has permanently failed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunctions. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. It was noted that the device was not needed for inventory and the unit will be scrapped.